Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2022. Customer's blood glucose value was 600 mg/dl at the time of the incident. Another blood glucose level was unknown. The customer was not assisted with troubleshooting for high blood glucose. The customer stated that there was no symptoms related to high blood glucose. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.